Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the coil impedance was "not normal" and the physician suspected and confirmed that the device set screw was loose. A different device was implanted and connected to the lead connector. No patient complications have been reported as a result of this event.